Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic totally extraperitoneal procedure, the grey valve seal on top of the trocar disengaged very easily. They then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted: the flapper valve seal was disengaged. The trocar balloons, and doors appeared to be intact. The obturators were not received. The inflation syringes were not received. The lock collars were intact. Pmv performed functional testing: the balloons were inflated using a test syringe; no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged flapper valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.